Event description:
It was reported that there was unusual battery operation at eri. This ICD was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported event of battery anomaly was confirmed in the lab. The device was interrogated and programmer printouts were obtained. The battery voltage trend data recorded in the programmer printouts were reviewed and a dip in voltage measurements was found. Bench and ate tests were performed and the device was found to be normal. The battery was sent out for analysis and no battery anomalies were found. The cause of the battery anomaly could not be determined.